Event description:
It was later reported that the patient experienced respiratory failure following his pump replacement, which required hospitalization. Per the physician, this was a serious life threatening injury/illness. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was replaced due to an elective replacement indicator (eri) following which the patient had a "respiratory set back". The drug infused through the pump was baclofen (lioresal). It was reported by the patient's mother that the patient was "sleepy and less responsive" because of the drug. The nursing staff at the hospital indicated that the doctors tried to explain otherwise and "she resisted". Additional information has been requested, but was not available at the time of this report.